Event description:
Reference number (B)(4). Event occurred in brazil. It was reported that the tubing was torn at the end connected to the reservoir on (B)(6) 2025 due to which there was hyperglycaemia. The blood glucose level was 326 mg/dl for which the manual corrections were made using the insulin pump but found that there was no adequate response, so the patient opted to perform corrections using an insulin pen. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6009135 in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6009135 was manufactured according to the work instruction (wi) version 81 and manufactured in the multivac 12 on 11-sep-2024, with a total of (B)(4) units. The sub-assembly, assembly of quick the lot 4j00867 was manufactured according to the (wi) version 27 and manufactured in the assembly of quickset on 10-sep-2024, with a total of (B)(4) units. The lot 4j01227 was manufactured according to the (wi) version 27 and manufactured in the assembly of quickset on 06-sep-2024, with a total of (B)(4) units. The lot 4j00876 was manufactured according to the (wi) version 27 and manufactured in the assembly of quickset on 11-sep-2024, with a total of (B)(4) units. The lot 4j00878 was manufactured according to the (wi) version 27 and manufactured in the assembly of quickset on 11-sep-2024, with a total of (B)(4) units review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.